Manufacturer narrative:
Product ID: 977a260 serial# (B)(4). Implanted: (B)(6) 2016. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt is needing MRI of thoracic spine (caller noted that this scan was ordered (B)(6) 2021) to assess scs leads. Caller reports the pt said she was informed by her  health care professional (hcp) that the leads had moved or were broken. Caller then stated that, per an x-ray of the lumbar and thoracic spine done in (B)(6) 2021, he can see that one lead is still in the epidural space but the other is not. Caller reports this second lead looks to be further down and inferior to the lead that still remains in the epidural space. Caller also noted that the lead that has moved looks to be just under the skin in soft tissue. Caller speculates this issue began in (B)(6) 2021 given timing of imaging. Caller is inquiring if pt can have MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
N/a